Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and was hospitalized for low blood glucose of 31 mg/dl. Customer indicated that their current blood glucose is 300 to 400 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed during basic occlusion test and was unable to prime during prime test due to loose protruded drive support disk also, unable to complete functional testing due to prime anomaly. The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted. All operating currents are within specification. No unexpected low battery or off no power alarms noted. The insulin pump passed self-test, a21 error test, off no power test, displacement test and rewind. The insulin pump had cracked case on the display window corners, cracked lcd window, minor scratched lcd window, broken reservoir tube lip, broken belt clip slot and cracked battery tube threads.